Event description:
It was reported that during a percutaneous peripheral intervention, a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous right unspecified artery below the knee. A 2.5mm x 40mm x 146cm coyote es balloon catheter was advanced and treat the target lesion. Upon unspecified inflation at 12 atmospheres, the balloon ruptured. The balloon was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).